Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the inflation lumen and the balloon. The balloon was loosely folded. The balloon was found to have a pinhole 3mm proximal from the distal markerband. Product analysis confirmed the reported event, as the device was found to have a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.